Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported during a patient call that the patient and her husband both had x-stop implants. The patient underwent a two level (two separate surgeries) done sometime in 2012. She also stated that she was doing very well and was quite active. She also underwent two hip replacements in 2014. Post-op, during a physical therapy session (2013) while the therapist was aggressively doing twisting and stretching the patient felt pain and subsequently followed up with her doctor for x-rays. It was noted one of the x-stops had slipped slightly, but not to a point where surgery was necessary. She did not have the levels of surgery. The patient complained of occasional aching in lower back, but she said she was fully functional and not having any difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.